Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Clinical support specialist went on site and found the pin settings for the connector were incorrect. Pins #2 and #3 were crossed. He made a new connector with pins #2 and # 3 in the correct spot and data crossed successfully. The most probable cause of the reported event was data not crossing to lis (laboratory information system) due to incorrect pinout settings on the connector.

Event description:
On (B)(6) 2016 the customer reported data not crossing from rps (reporting software) to lis (laboratory information system) with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.